Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a rapid-onset severe low blood glucose with a nadir around 39 mg/dl while using a g7 cgm with the ilet system. Required self-treatment with oral carbohydrates, including glucose tablets and apple juice. Noted reduced adrenergic awareness after a recent factory reset; no device malfunction or supply issues were reported. Symptoms included hypoglycemia with lethargy, malaise, and diaphoresis. Outcomes included no lasting health consequences, though unexpected medication intervention in the form of oral glucose was required. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, insufficient information regarding a specific device problem or component, and the cause of the hypoglycemic event remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.